Event description:
It was reported that one day after the implant procedure, the right ventricular (rv) lead exhibited reduced r-wave values and dislodged. It was noted that the event prolonged hospitalization. The lead was repositioned and remains in use. The patient is a participant in the (B)(6). No patient complications have been reported as a result of this event.